Event description:
Customer reported device = 103 mg/dl, however reading were fluctuating. Customer felt ill and went to the hospital 1.5 hours later. Hospital device = 200 mg/dl. No treatment was received, however was monitored. No controls. A request was made for return product and replacement product was sent.